Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had the device implanted for bowel obstruction issues and recently became symptomatic (stomach bloated/painful). The patient stated she thought she had been on program 3 but upon checking, noticed it was on program 2 and requested assistance to change. She changed from program 2 at 0.7v to program 3 at 0.6v, which was comfortable. The change in therapy/symptoms were considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.